Manufacturer narrative:
Return requested for suspect articulating arm. No parts have been received by manufacturer for analysis.

Event description:
A site biomed representative reported their navigation system articulating arm that would not tighten properly and was slipping. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.